Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the pocket was opened for a ventricular lead replacement, the physician noted an insulation abrasion on the atrial lead. The lead was capped and replaced.